Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was incorrect. Reportedly, the customer did not know how the pump time became inaccurate. There was no reported impact to customer's blood glucose level. Tandem technical support guided the customer through adjusting the pump time and date.